Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The customer alleged that the up, down and ok button were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2017 with the following findings: during investigation, the bottom of the keypad was peeling up. The up arrow, down arrow, contrast, and ok keypad buttons were unresponsive. The keypad was removed to find the flex cable torn. Unrelated to the original complaint, the battery compartment was cracked near the top left and lower left corners of the grip pad.